Event description:
Information was received from a patient implanted with a neurostimulator. It was reported that the patient's spinal cord stimulation turned on by itself during a surgery. The patient woke up and stimulation was on and it was turned up really high/too strong. It was noted that the patient had to ask for a magnet to turn stimulation off and stimulation was like this for 3.5-4 days before the residents/fellows brought the patient a magnet. The stimulator was turned off and the issue resolved. It was noted that the doctor said it was because of fluctuations in cerebrospinal fluid during the surgery. The patient's legs now felt heavy and she had a hard time walking up stairs. The patient did not have this issue prior to the surgery. It was noted that the patient had recent medical tests or electromagnetic interference exposure from the surgery. The change in therapy/symptoms was noted to have been sudden. The patient was to follow-up with a doctor and manufacturer representative to ask questions as to how this could have occurred.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.